Manufacturer narrative:
Tech found that the stretcher brakes will not hold on the foot end due to broken linkage arm. Replaced linkage arm to resolve this issue. Stretcher located on third floor biomed repair room.

Event description:
Complaint alleged that the stretcher brakes will not hold on the foot end. No injury alleged. Stretcher located on third floor biomed repair room.